Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller was attempting to enroll a patient; however, the patient's device serial number was incorrect in the remote monitoring network. The caller contacted patient registration and the device serial number was updated to the correct patient. The process issue was escalated and the network remains in use. There was no patient involvement.